Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00333 on 26-sep-2019. Additional information (15-oct-2019): siemens customer service engineer (cse) went onsite to perform the following actions. Water test, dual resolution diluter (drd) alignment, cleaning and adjustment of the centrifuge speed and servicing of the drd mechanical shaft with clearance. Additionally, a preventive and full mechanism exchange was performed along with an electrical adjustment and calibration. After changing the drd, the equipment did not produce any errors. Quality control (qc) and patient precision data testing was performed with acceptable results as the %cv was within calculated limits. Initially the issue was reported as an assay/reagent related issue, but based on the additional information provided, siemens determined this issue to be hardware/instrument related and filed a new MDR number (B)(4). MDR (B)(4) was filed for the similar event.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, false reactive toxoplasma quantitative igg (txp) result was obtained on a single patient sample on an immulite 2000 xpi instrument using txp kit lot 446. The cause of the discordant, false reactive txp result is unknown. Siemens is investigating the issue.

Event description:
The customer contacted the siemens customer care center (ccc) to report that a discordant, false reactive toxoplasma quantitative igg (txp) result was obtained on a single patient sample on an immulite 2000 xpi instrument using txp kit lot 446. The discordant result was reported to the physician and questioned. Repeat testing was performed at another laboratory with a different sample from same patient on an immulite 2000 xpi instrument using txp kit lot 447, resulting non-reactive and as expected, and in line with a previous result of <5.0 iu/ml from (B)(6) 2019. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely reactive txp result.